Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker field service representative (fsr) performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. All the battery pins were replaced, as part of the preventive maintenance, and the battery terminal nuts were tightened, as a precautionary measure. After completing this repair, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.